Manufacturer narrative:
We are unable to provide the unique identifier (UDI) number for this product. All available product data has been included in this report.

Event description:
It was reported that this pacemaker had reverted to safety mode with an approximate battery life of three years. This device remains in-service at this time, and device replacement was likely to be scheduled. No adverse patient effects were reported. Additional information was later received that clarified that this device was not in safety mode and as such did not present any anomalies nor adverse patient impact.

Event description:
It was reported that this pacemaker had reverted to safety mode with an approximate battery life of three years. This device remains in-service at this time, and device replacement was likely to be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) number for this product. All available product data has been included in this report.